Event description:
According to the reporter, during a laparoscopic total hysterectomy procedure, the device was plugged into a generator with a software version of 4.0, that was used for a ligament treatment. However, the output was stopped (energy was being output, but there was no sound of sealing completion). The area around the jaw was cleaned every time it got dirty. It was unknown how many good seals were completed before the problem occurred. Another device was successfully used with the same generator. The photos provided were showing the full and close-up photos of the device. There was no patient injury. Medtronic's initial evaluation of the incident device found that there was a wire insulation damage pulling electrical current to the outside of the jaws.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the cam pin of the device was pushed out one side. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. Device resistance was read with multimeter and was determined to be high and was fluctuating. This could contribute to the user having issues activating the device. The device was brought to the attention of manufacturing for possible jaw wire issues. It was reported that the device stopped working. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.